Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2017.

Event description:
It was reported that there were diminished r-waves and oversensing of an atrial event due to placement of the rv (right ventricular) lead in the his bundle area. Intermittent rv undersensing and high atrial threshold were also noted. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.